Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient receiving hydromorphone (5 mg/ml at 1.8235 mg/day) and bupivacaine (5.1 mg/ml at 1.8600 mg/day) via an implanted pump. The indication for pump use was lumbar radiculopathy and non-malignant pain. On (B)(6) 2019 it was reported that the pump was having intermittent motor stalls. No patient symptoms were reported. The pump logs indicated that the pump motor stalled on (B)(6) 2019 at 8:56pm and then recovered on (B)(6) 2019 at 7:57am. It stalled again on (B)(6) 2019 at 2:27pm and recovered on (B)(6) 2019 at 8:52am. It stalled again on (B)(6) 2019 at 6:38 pm and recovered on (B)(6) 2019 at 10:13pm. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The pump was programmed to minimum rate and the patient was being scheduled for surgery. The issue was not resolved at the time of this report. It was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2019, the patient reported withdrawal due to intermittent motor stalls. On (B)(6) 2019, the pump was turned/decreased to minimal flow rate. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the entire system was explanted/replaced on (B)(6) 2020. The outcome of the event resolved without sequelae on (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
H3: the pump was returned, and analysis found corrosion and/or wear and/or lubrication, stall due to shaft bearing, and a failed lab dispense test that was above specification. H3: the catheter (B)(6) was returned, and analysis found no significant anomaly. H3: the catheter (B)(6) was returned, and analysis found damage to the transition tube. H6: all previously reported method, result, and conclusion codes no longer apply to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2019 the pump was filled with saline due to motor stall. On (B)(6) 2019 the pump was currently turned off due until the patient scheduled surgical implant. Therapy was suspended on (B)(6)2019. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: catheter ;product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that therapy was no longer effective for the patient. It was reported that a catheter dye study was performed on (B)(6) 2019 and was found to be sluggish. The pump and catheter were replaced. The issue was resolved and the patient was alive with no injury. It was noted that the devices would be returned for analysis. No further complications have been reported.